Event description:
A malfunction was reported on the customer's pump, specifically that the screen went dark and would not turn on. This issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.